Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient presented to the clinic for a routine follow up. Upon interrogation, it was determined the ICD exhibited an inappropriate magnet response. No patient symptoms were reported, and no further information was available.